Event description:
"Outer hose is leaking" is noted on customer repair request. During follow-up, the distributor reported that the drill hose was leaking oil, there were no visible signs of hose tear. This was found during cleaning and storage. No pt injury was reported.

Event description:
"Outer hose is leaking" is noted on customer repair request. Distributor reported that the motor was not used for the surgical procedure therefore no patient injury was reported. No other informations were available from the foreign distributor.